Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra test strips were damaged. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. It is not known how the patient manages her diabetes or if changes were made to her usual diabetes management routine. Less than an hour after the alleged issue, the patient claims she felt symptoms of numbness in her extremities and elevated heart rate. The patient reportedly went to an urgent care/ clinic, however, treatment was not specified. It is not known if the patient tested with another device. The patient confirmed the subject test strips were damaged due to a recent major storm in the area. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.